Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log [11] and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased and damage was observed to sensor casing sensor¿s pcba (printed circuit board assembly). Therefore, functionality tests are unable to be performed. A further extended investigation was conducted. Visual inspection was performed using a digital microscop on the returned sensor and damage sensor housing was observed on the sensor. The sensor data in the initial scan from previous phase investigation was reviewed. The puck was observed to be in sensor state 8 (error termination). The sensor was attempted to scan using evm (evaluation module), however was unsuccessful due to the damaged on the sensor. Further functionality testing were unable to be further conducted. It was determined that the damage that occurred from de-casing, would prevent the sensor from completed functional testing. Therefore, this issue will be unable to test due to the sensor inability to communicate with the sensor via evm. Section h6 (investigation findings) code c20 (no findings available) and d15 cause not established was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 328 mg/dl compared to readings of 140 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 13 days. There was no report of death, serious injury, or mistreatment associated with this event.